Event description:
Consumer alleges heating pad caught on fire then used sofa cover and blanket to extinguish it. There was not a report of personal injury with this incident.

Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer alleges heating pad caught on fire, then used sofa cover and blanket to extinguish it. There was not a report of personal injury with this incident.